Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformance's associated with this issue during production of this batch.

Event description:
It was reported that bd posiflush¿ syringe plunger rod was separated from the stopper. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: after opening the unit package, nurse found that the plunger rod was not tightly connected to the stopper when checked it.